Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge is running out of insulin too quickly. Reportedly, the insulin gauge depleted from 290 units within one day. In addition, the customer received multiple minimum fill notifications while attempting to load two different cartridges after filling each of the cartridges with 290 units. The customer's blood glucose level was 190 (mg/dl). During troubleshooting with tandem technical support the customer was able to successfully load a third cartridge onto the pump and received an accurate fill estimate.